Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned for evaluation; multiple attempts have been made to gather further information regarding the vessel sealer sealing issues, however no additional information has been made available. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The second vessel sealer referenced in the initial complaint will be submitted under MDR associated with patient identifier (B)(6). This complaint is being reported due to the following conclusion: the reported event of not sealing could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted colectomy surgical procedure, the endowrist one vessel sealer instrument was not sealing. According to the reported, the surgeon was performing a colectomy procedure when it was observed that the vessel sealer did not seal. The vessel was reportedly no larger than 7mm in thickness, the cut feature on the vessel was available, and no bleeding was observed. The da vinci made the sealing beeps (audible tones) indicating that the sealing was complete. However, when the jaws of the vessel sealer were opened, no sealing effect was observed. The customer attempted to use a second vessel sealer, however, continued to have an unsuccessful sealing effect. There was no reported patient harm associated with this event, and the procedure was completed successfully using traditional laparoscopic techniques. Additionally, an isi field service engineer inspected the da vinci system with test instruments and was unable to replicate the reported sealing issue. The field service engineer found the system to be working per isi specifications.